Event description:
It has been reported that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician inserted the aspiration catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter and deflated the occlusion balloon. The physician repositioned in the occlusion balloon wire in the vessel, and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent delivery catheter and attempted to place another stent and had difficulty with that system. The device was removed and another stent delivery catheter was inserted and the physician successfully placed the stent. The physician noticed that the occlusion balloon had deflated unexpectedly. The physician inserted the aspiration catheter and aspirated the vessel, and removed particulate. The device was removed and the pt is reported to be fine.